Event description:
It was reported during a cardiac ablation procedure, patient went hypoxic after Cavo tricuspid Isthmus (CTI) ablation. The patient p resented in flutter and had a pause before sinoatrial node(SA) woke up. Went transeptal but sphere never entered the Left Atrium. Patient flutter rate was 250 milliseconds, Cavo tricuspid Isthmus (CTI) dependent flutter which terminated after two Radiofrequency (RF) lesions. Physician used modified Radiofrequency (RF) settings with a target temperature of 68 degrees. Physicians completed the line with more Radiofrequency (RF) lesions and ensured bi-directional block. The case was aborted. Chest x-ray showed normal function of the lungs, the lungs were scoped and some mucus was found but looked clean with no effusion but blood pressure was found to be low. Transesophageal Echocardiogram (TEE) was conducted to check for pulmonary embolism; results came back clean other than severe mitral regurgitation. Blood gas labs came back normal; physician thinks "bad oxygen probe was post flutter shock which caused statistics to tank". Patient remained intubated and was sent to Intensive Care Unit (ICU) to treat severe mitral regurgitation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.